Event description:
The pt reportedly experienced loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
Additional information: section device available for evaluation? Correction: other relevant history.

Manufacturer narrative:
The recipient is reportedly doing well with the new device. The external visual inspection revealed the electrode was severed prior to receipt, as well as damage to the braze, epoxy header region, and feedthru pins. All of these anomalies are believed to have occurred during revision surgery. The photographic imaging inspection confirmed several feedthru pins. This is believed to have occurred during revision surgery. System lock could not be confirmed at any spacing. The no lock condition prevented some of the electrical tests from being performed. The manual capacitor leakage test reading were unstable due to flooded components. The residual gas analysis test could not be performed due to damage which is believed to have occurred during revision surgery. The internal visual inspection revealed a broken substrate, burned components and traces as well as residue on the analog chips. This is due to damage which is believed to have been induced during revision surgery. The reported complaint of intermittent malfunction could not be verified during this analysis, which was limited in some respects due to the device being damaged prior to receipt. This device had a gross leak failure at the case-band braze, which is believed to have been induced during revision surgery. Due to the state of the device the root cause could not be determined. This older device configuration is no longer manufactured. This is the final report.

Manufacturer narrative:
The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.